Event description:
One driver stent was implanted at an unk lesion. Stent implantation details are unk. It was reported that 5 years post initial stent implantation the pt expired. The pt was hospitalized for chest pain, due to acute pulmonary edema, aortic valve stenosis. Surgery was planned however, the pt expired prior to the surgery.

Manufacturer narrative:
Eval results: (death).